Manufacturer narrative:
(B)(4). The customer replaced the central processing unit (cpu), printed circuit board (pcb). The covidien service engineer (se)inspected the device and downloaded software. The se found the both inverter pcb cables were installed backwards. The se correct the cables and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing, the graphic user interface (gui) on a 840 ventilator was blank. There was no patient involvement at the time of the event.